Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 490mg/dl. Troubleshooting found small air bubbles in the tubing and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined further high blood glucose troubleshooting.